Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a nadir of 70 mg/dl after not eating for several hours; the caller asked whether to announce a meal while low and was advised to announce when glucose is rising and within 30 minutes of mealtime. Symptoms included no reported acute effects such as dizziness or loss of consciousness. Outcomes included no medical intervention, no assistance required, and no device low or urgent low alerts reported. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed hypoglycemia with an unclear cause, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.